Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy ¿uterus + cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, metrorrhagia and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dyspareunia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dyspareunia, metrorrhagia, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received lot number was added. Reporter information and lab data were added. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 685785) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy ¿uterus + cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, metrorrhagia and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dyspareunia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain , dyspareunia, metrorrhagia, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: unknown. Lot number:685785 manufacturing date: 2009-10 expiration date:2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), metrorrhagia ("metrorrhagia"), vaginal discharge ("vaginal discharge") and post procedural complication ("post removal complication"). The patient was treated with surgery (hysterectomy ¿uterus + cervix). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, metrorrhagia and vaginal discharge had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered dyspareunia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and vaginal discharge to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, dyspareunia, metrorrhagia, vaginal discharge. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-event injury updated to pelvic pain. New events dyspareunia, metrorrhagia, vaginal discharge, psych injury, post removal complication were added. Outcome of pelvic pain updated to recovered / resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.